Event description:
Complainant alleged that while monitoring a pt during transport, the device kept switchng between auto and manual modes. The complainant indicated that the pt was in stable condition, but the device displayed a fluctuating heart rate that ranged from 0 to 96 beats per minute, although baseline showed a normal sinus rhythm. The pt was transfered to another emergency medical service sqaud. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.